Event description:
Alleged when brakes are set, the head end casters will lock, but the foot end casters will not.

Manufacturer narrative:
The facility replaced the brake and steer casters to repair the bed.